Manufacturer narrative:
No product was returned to assist in our investigation. Therefore, at this time, we are not able to determine the root cause of this event. Nevertheless, the appropriate individuals have been notified of this incident and we will continue to monitor for similar reports.

Event description:
The device was part of a clinical study. The patient was a 3 month old male patient admitted for repair of a heart defect (atrioventricular canal) in 2008. The study catheter was placed in the patient's right femoral vein. Blood cultures drawn from the sturdy catheter six days later, and the following day, were positive for coagulase-negative staphylococci and enterococcus faecalis. On the same day, a slight tromboning of the study catheter and mottling of the right leg was noted but not reported as a complication. The next day, the study catheter was removed due to the bloodstream infection. This patient's hospital course was complicated by emergency surgery on week prior, to correct complete ligation of the distal aortic arch which resulted in renal failure and hemodynamic instability. The patient required peritoneal dialysis to treat the renal failure. Other adverse events reported were right pleural effusion and left upper lobe atelectasis, and skin breakdown. The patient's renal function had returned to baseline at the time of discharge to home in 2008.